Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Event description:
It was reported that during the implant, the left ventricular lead dislodged. The lead was repositioned successfully. A month post implant, the lead had loss of capture and low impedance. The patient was a participant in the more-care study. The lead was explanted and replaced. No patient complications have been reported as a result of this event.